Event description:
The subject device was used during a total laparoscopic hysterectomy and a bilateral salpingo-oophrectomy. After about 10 minutes use, short circuit error messages displayed. The user checked the device and it was found that the ptfe pad of the device was separated. The procedure was completed with a similar device. There was no pt injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.